Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the motor stalls resolved but the patient was still in withdrawal. The cause of the stalls was unknown and the pump was replaced. It was noted the status of the pump was unknown but it was requested to be returned. The patient's weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient that was receiving lioresal (2000 mcg/ml at 615 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had an MRI on (B)(6) 2019 in which they saw the motor stall and recovery like expected. It was noted the patient had not had any MRI's since then. The patient returned for a refill on (B)(6) 2019 and was fine at that time. It was noted the patient had the first stall and recovery on (B)(6) 2019 and then multiple stalls and recoveries on (B)(6) 2019. The last stall and recovery occurred on (B)(6) 2019. It was noted the stalls are typically occurring when the patient was at work (besides the stall that occurred on (B)(6)). It was mentioned the stall are lasting for short durations of time. The caller confirmed there were no emi/magnetic sources present. It was planned to replace the patient's pump on (B)(6) 2019. The patient came to the office with acute withdrawal symptoms and did not look good on (B)(6) 2019. The caller programmed a bolus and provided oral baclofen, valium and pertactin before sending the patient to their hospital.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.